Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 1100mg/dl; cause was unknown. The was admitted to the hospital and treated with an insulin drip to resolve high bg. Reportedly, the customer was released on (B)(6) 2019 with no permanent damage.

Manufacturer narrative:
The tandem pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 1100mg/dl; cause was unknown. The customer was admitted to the hospital and treated with an insulin drip to resolve high bg. Reportedly, the customer was released on (B)(6) 2019 with no permanent damage. The customer was using u-500 insulin with the pump. Tandem technical support educated customer regarding labeling instructions.